Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the duodenovideoscope had adhesive peeling around the light guide lens. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide device manufacturing date and the results of the final investigation. Updated field: g3, h2, h4. Corrected fields: g4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.